Event description:
Device 2 of 2: reference MFR. Report#3006705815-2018-03467. It was reported that the patient experienced ineffective stimulation. Surgical intervention was undertaken wherein the entire system was explanted and replaced. Effective therapy has been restored